Event description:
Revision surgery performed on (B)(6) 2025 due to knee instability. Previous surgery is unknown, as well as product information of original implant. During revision the surgeon implanted an amf tt cone for central tibia (part number: 6c21.14.180) to improve stability. Surgery was completed as intended. Patient is female, date of birth on (B)(6) 1957. The event occurred in the united states.

Manufacturer narrative:
Involved components are not available for return to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family physcia system, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.